Event description:
It was reported a patient's atrial lead presented with false automatic mode switch ams due to over sensing. An insulation breach was suspected. Programming changes were made to restore normal parameters. The patient was stable.